Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was visually inspected for any damage or defect and no issues were noted. No issues were noted with the graduation marks of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the graduation mark was deviated. An encore balloon catheter inflation device was selected for use; however during preparation, it was noted that the graduations on the device was deviated. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the graduation mark was deviated. An encore balloon catheter inflation device was selected for use; however during preparation, it was noted that the graduations on the device was deviated. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.